Event description:
Additional information received on (B)(6) 2019 indicated that the serious adverse event was unrelated to the psr3d and unrelated to the procedure.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra medical affairs associate on 30-nov-2019: describe event or problem.

Manufacturer narrative:
(B)(4). From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product was not returned for evaluation. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient underwent a thrombectomy procedure in the m1 of the middle cerebral artery (mca) on (B)(6) 2019 using a penumbra system 3d reperfusion catheter (psr3d). It was reported that the occlusion was treated with two passes of mechanical thrombectomy using the complete technique, resulting in a thrombolysis in cerebral infarction (tici) 2b recanalization with residual angular branch occlusion. Then two additional passes of mechanical thrombectomy using a non-penumbra stent retriever were made in conjunction with aspiration through a penumbra system jet 7 reperfusion catheter (jet7). This resulted in a tici score of 2c. The patient was then taken to the neuro-ICU and was noted to be seizing with bilateral upper extremity involvement and vomiting. The patient was treated with emergent intubation and medication and then taken to have a computerized tomography (CT) scan. The CT scan revealed a large right hemisphere hematoma with a 1.6 cm midline shift, subarachnoid hemorrhage, intraventricular hemorrhage, and subfalcine herniation. Additional medication was administered; however, the patient¿s neurological exam continued to decline. The following morning on (B)(6) 2019 the patient did not have any brainstem reflexes. Family discussion was held between palliative, the hospital staff, the patient's husband and mother and decision to change code status to comfort care with terminal extubation was made. Upon family request, the patient was extubated and shortly after, expired. The patient's death was adjudicated to be a serious adverse event with a possible relationship to the psr3d and to the index procedure.